Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter had a power issue - not holding a charge whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred on (B)(6) 2019. The patient manages her diabetes with oral medication diet and exercise and stated that she made no change to her usual diabetes management routine in response to the alleged product issue. The patient stated that about 1 week after the alleged product issue began, she developed the symptoms of "blurry vision" as a result of being unable to test, due to the alleged product issue. The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. There was no misuse of the device. The patient had charged the meter until charge complete message appeared. Based on the testing frequency the cca felt that the battery did not need to be recharged. The patient's products were replaced. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.